Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. No button error alarm during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the message appeared, he/she pressed esc and act to clear the alarm, however it didn't work. The customer was advised to discontinue use of the insulin pump and is following his/her medical prescription for insulin shots until replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.